Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that they have been spending more time at the hospital lately. Patient mentioned he has been needing to strain more than usual when needing to go to the bathroom. Patient said he is moderately uncomfortable as he was on a stretcher for a couple hours. Patient stated that he thinks his device may not be working, he feels the batteries are dying or the leads have moved or come loose because he cannot feel the stimulation anymore.